Manufacturer narrative:
E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and the silicone tubing of the minicap transfer set. The event was further described as ¿the tubing pulled out of the mechanism¿. This was observed during testing of the device prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a separation between the tubing and main body. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.